Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had effective stimulation coverage initially but was no longer getting the same coverage and her pain had increased. She was getting more coverage in her legs than the back. The pt was planning to follow-up with her physician.

Event description:
Additional information gathered revealed the patient met with an sjm representative on (B)(6) 2015 for troubleshooting via reprogramming. Unfortunately, resolution could not be obtained. As a result, the patient plans to meet with her doctor to discuss further options.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.